Manufacturer narrative:
Concomitant medical product: vedr01 ipg, implant date: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that decreasing and low impedance were noted on the right atrial (ra) lead. The lead was reprogrammed to unipolar, however the trend continued with inappropriate pacing also noted. The lead was capped and replaced. No patient complications have been reported as a result of this event.